Event description:
It was reported to MFR that recently implanted vns pt was seen for a f/u visit to continue ramping up the device settings and check the device diagnostics. At the office visit, the device was found to be functioning as intended. The following day, the pt contacted the physician's office stating that the device was not working and that they were no longer sensing the normal delivery of stimulation. The pt was subsequently seen by the neurologist where the device diagnostics revealed high lead impedance. There was no report of pt manipulation of the device or trauma that could be contributed to the high lead impedance. The device was disabled, and the pt had x-rays taken to assess the continuity of the system. X-rays were sent to the MFR for review, and the lead pin did not appear to be fully inserted inside the generator connector block. The pt is scheduled for surgery where the lead pin will be re-inserted, however, this has not yet occurred.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator.